Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. Erroneous test results were not reported.

Manufacturer narrative:
An ocd field engineer visited the customer site and indicated that the probe was damaged. The fe replaced the probe and performed the appropriate adjustments to return the instrument to expected operation.